Event description:
A user facility reported that a connector of a size 5 lma-classic broke off during a procedure. The physician stated that the device made a clean break into two pieces, right at the top of the airway tube. The problem was resolved by using another lma. The connector was thrown into the trash can and could not be retrieved. There were no problems or injury to the patient. The physician was unable to give any information on the facility's cleaning procedures. It was also noted that record cards are not used at this facility, and that they have no idea how many times any of their lma's have been used. The user facility will not be returning the device for investigation. No further information is expected.